Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the lancing cap was broken on her one touch lancing device. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the product issue began on (B)(6) 2011. The patient reported she manages her diabetes with medication (unknown), diet and exercise. It is unknown what, if any, changes the patient made to her diabetes treatment routine due to the issue. The patient reported that on (B)(6) 2011, she felt sweaty. The patient reported that no treatment was received for this issue. During troubleshooting, the cca noted no misuse of the product. Replacement products were sent to the patient. The complaint is being reported since the patient alleged that since she was unable to test due to the reported issue, she later developed symptoms suggestive of a serious injury.